Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h11. The device was returned to the factory for evaluation on 12/15/2025. An investigation was conducted on 12/15/2025 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were not lit. No further testing was conducted due to the device not turning on. Based on the returned condition of the device as well the evaluation results, the reported failure "failure to deliver energy" was confirmed. Supplier electrical conducted an investigation on 01/20/2026. Failure confirmed; power supply does not power up and leds are not illuminating. Prior to disassembling the power supply, it is audibly clear that there is a loose part moving freely inside the power supply. Disassembled power supply and found an electrical component not soldered on the board and moving freely inside the power supply. The electrical component was found to be an inrush current limiter that is connected in series with the ac line input. Part should have been soldered in the ¿r4 reference designator¿ shown below. Based on supplier electrical evaluation, the reported failure "failure to deliver energy" was confirmed. See attached memo. Supplier investigation was conducted on 02/20/2025. The ups is non-functional and will not deliver current when turned on.

Event description:
The hospital reported that during the procedure the vh-3010 did not power on. The power cord was changed. Same problem occured. The power setting was set at 3. A different vh-3010 was used to complete the procedure. There was no procedural delay aside from the few minutes needed to get another vh-3010. There was no patient injury.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI# the device was returned to the factory for evaluation on 12/15/2025. An investigation was conducted on 12/15/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were not lit. No further testing was conducted due to the device not turning on. Based on the returned condition of the device as well the evaluation results, the reported failure "failure to deliver energy" was confirmed. Supplier electrical conducted an investigation on 01/20/2026. Failure confirmed; power supply does not power up and leds are not illuminating. Prior to disassembling the power supply, it is audibly clear that there is a loose part moving freely inside the power supply. Disassembled power supply and found an electrical component not soldered on the board and moving freely inside the power supply. The electrical component was found to be an inrush current limiter that is connected in series with the ac line input. Part should have been soldered in the ¿r4 reference designator¿. Based on supplier electrical evaluation, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.